Event description:
Pt was having an insertion of an inferior vena cava filter. During the procedure the inner coil of guide wire separated from the outer coil while the guide wire was in the chest. Cardiac monitor showed runs of ventricular tachycardia which reverted to sinus for short periods while md attempted to remove guide wire from the chest. Pt's blood pressure remained stable and pt continued to talk during the entire procedure. Guide wire was retrieved by md.